Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient reported a painful hip. Surgeon suspected cup position. The cup was revised to a competitive company implant. A new stryker sleeve and head were placed. No allegations against the implants were made. Patient reported index operation as (B)(6) without specific day.